Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patients ipg was no longer able to reach a full charge and that the battery runs down faster. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred approximately in may 2023.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patients ipg was no longer able to reach a full charge and that the battery runs down faster. The patient underwent an ipg replacement procedure and was doing well postoperatively.